Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Upon further review, eval code-conclusion no longer applies.

Event description:
It was reported that the patient experienced a loss of stimulation and a loss of therapeutic effect. Actions required as a result of the event included explant. The patient¿s status at the time of report was alive with no injury.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins was functionally okay.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.